Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer experienced a blood glucose (bg) level of over 500mg/dl and large ketones. A manual injection was administered to address the bg level. The cartridge, infusion set and site were changed in order to resolve the occlusion. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.